Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2016-05248, reference MFR. Report: 1627487-2016-05249. It was reported the patient (argentina) presented to the emergency room due to having experienced unpleasant sensations all over the body which in turn resulted in a 'wound'. Additionally, the patient stated stimulation randomly turns off. Diagnostic testing did not reveal any anomalies. Surgical intervention is planned to address the issues.

Manufacturer narrative:
Corrected data: the extension was not part of the patient's permanent implant system. Date of implant was incorrectly reported in the initial MDR submission.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2016-05248. Reference MFR. Report: 1627487-2016-05249. Further review of the event identified the extension (device 3) was inadvertently reported. The extension was implanted at the trial procedure, and removed thereafter at the permanent procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2016-05248, reference MFR. Report: 1627487-2016-05249. Follow-up identified surgical intervention took place on (B)(6) 2016 during which time the patient's ipg and lead were explanted and replaced. All reported issues were resolved following the procedure.